Event description:
It was reported, that during reprocessing. The camera head had a herniated cord. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: rubber sheath was torn. Based on the results of the investigation, definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.